Event description:
It was reported when using the bd vacutainer® serum blood collection tubes, the device experienced short shots. The following information was provided by the initial reporter. The customer stated: it was reported that the item is incorrectly welded. "The customer states item is incorrectly welded."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes, the device experienced short shots. The following information was provided by the initial reporter. The customer stated: it was reported that the item is incorrectly welded. "The customer states item is incorrectly welded."

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes, the device experienced short shots. The following information was provided by the initial reporter. The customer stated: it was reported that the item is incorrectly welded. "The customer states item is incorrectly welded."